Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found the high voltage cable needed to be replaced, but it will have to be replaced at a later date. No further repair info is available.